Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/31/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/16/2015 with the following findings: on examination, there was moisture behind the display lens and the battery compartment was cracked on the side from the threads to the case seal. A leak test revealed moisture leakage at the crack in the battery compartment. Download of the pump history and black box data was unsuccessful. The pump had no audible tone or vibratory function and the display remained blank; this is evidence of no power to the pump. The pump cover was removed for inspection and revealed moisture damage to the inside of the pump. Investigation confirmed moisture to the pump with a power issue. Complete investigation was not possible due to the internal moisture damage to the pump.